Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the external stress such as hitting or dropping the distal end.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported defects of the distal end and the device was sent to olympus. Then, olympus inspected the device at the service department of olympus (B)(4) and found that a objective lens of the distal end was missing. The inspection also confirmed the followings; light guide lenses were scratched. Distal end cover was scratched and shaved. There was a defect in the adhesive on the bending section. Bending section angle was insufficient. The metal inside the bending section was wrinkled and damaged. Bending section rubber was broken. There was no report of patient injury associated with this event.